Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no similar or related reports against the provided product/lot code combinations since their release to distribution. Provided medical records do not indicate if the patient was positive for infection. The investigation can draw no conclusions with the information provided. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Ppd with medical records were received. Medical records indicate patient's head and sleeve were revised due to pain, redness and infection. Upon revision, fluid collection near the incision, gelatinous and necrotic material were noted. The cup has been reported on complaint (B)(4). Stem remained in situ.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.